Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occured. The 99% stenosed calcified lesion was located in the moderately tortuous proximal left anterior descending artery. After crossing the lesion with a 2.5 mm x 15 mm nc quantum apex balloon catheter, the device was inflated at 12atm during first inflation. Upon the second inflation at 10atm, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.